Event description:
It was reported that the device could not be interrogated. A low battery was suspected. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed the loss of communication in the laboratory and was due to low battery voltage. With a replacement battery, device function was normal. No source of high current was found and the power consumption of the device was measured and found to be normal. The battery was sent to the vendor for further analysis. No anomaly was found that could cause premature battery depletion. The cause of the battery depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun